Event description:
The complainant reported that the automated impella controller (aic) exhibited no alarm sounds when the plug cable/suction alarms. The aic was replaced with another console and there were no further issues. No report of patient harm or injury.

Manufacturer narrative:
The investigation has been completed. The console was sent back for further investigation. The root cause of the aic issue was a loose connector that was unplugged. This report is being filed as part of a retrospective review of historical records.